Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed immediately after treatment was initiated. The dialyzer filled with blood on the outside of the fibers and the blood leak was noticed before the machine was able to alarm. Estimated blood loss was 300ml's. Test strips confirmed the blood leak. No defects were noted on the dialyzer. No medical intervention was required and the pt had no adverse effects. Sample was discarded by the user facility; sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. The batch record review confirmed the labeling, material, and process controls were within specification.